Event description:
It was reported that during a routine check the right atrial (ra) lead was found to have undersensing. It was noted that the impedance value was normal. The ra lead was reprogrammed off. A month later the patient also had an x-ray done which showed an apparent lead fracture around the anchoring sleeve of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).